Event description:
It was reported that the patient presented at the emergency room due to completed heart block. Interrogation of the device was not successful. Assumption was the pacemaker had prematurely depleted and there were no magnet response. The reported device was explanted on (B)(6) 2024. The patient was in stable condition.